Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alleging possible under delivery. Customer¿s blood glucose was 291 mg/dl at the time of incident 243 mg/dl, 243 mg/dl, 214 mg/dl. The customer treated high blood glucose with insulin pump with 10 and 13 units of bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer also states infusion set had bent cannula. The insulin pump will not be returned for analysis.